Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause of the event was determined to be a defective driver board. In consequence (correction), the driver board was replaced. There was no patient or user harm reported. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the unit can not start up. Drive board read error. It occurred during startup. No patient involvement or consequences.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. However, the driver board was exchanged and the device as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the unit can not start up. Drive board read error. It occurred during startup. No patient involvement or consequences.